Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump volume and vibration were too high, and that it sounded "like something may be 'loose' in the pump." Reportedly, the pump was dropped around 4 feet prior to the reported issues. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.